Event description:
It was reported to globus that a patient required removal surgery due to possible migration of c7 endplate posteriorly beyond the c7 vertebral cortex. Revision surgery took place (B)(6) 2014.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for evaluation, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state an operating procedures. The complaint is still under investigation, globus will file a supplemental report once the investigation is completed. Please be advised the secure-c implant is comprised of two parts, i.e...part number 714.106s secure-c endplate assembly, and part number 414.107 secure-c core. These two parts combined make up the secure c implant. Device two: brand name: secure-c core 11x12 7mm assembly, common device name: secure-c core; model# 414-107s.